Event description:
Material#: unknown and batch#: unknown. It was reported that the bd luer-lok had a scale marking issue. The following information was provided by the initial reporter: verbatim: there has been a reported issue with the ink from our luer-lok syringes wearing off. We have tested several and some appear to wear off from handling, body heat. It appears to effect multiple sizes. Additional info: any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Can you please provide an exact date of event in format dd-mmm-yyyy? 10-28-24. Provided only the 5ml syringe material number & lot number, we need the material and lot number of all type syringes which having syringe marking issue? The only other lot I have is with the 3ml ll, 4142406. Total number individual occurrences of syringe? Five that have been reported to me. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label?

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo shows four loose syringes consisting of two 3ml syringes, one 10ml syringe, and one 5ml syringe with each having a portion or all the scale markings faded or missing. The condition observed cannot be confirmed to have originated at the manufacturing plant from the photo received. Unused physical samples are required for testing to determine a more thorough evaluation for ink permanency and potential root cause determination. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.